Event description:
Facility alleges air leaks during dialysis. Rn reports that constant interruption of blood flow through dialyzer caused by the transducer protector leaking and getting wet leads to clotting at dialyzer. Ebl > 100 cc.